Manufacturer narrative:
This MDR will be reopened and updated in the event the device involved or additional information becomes available. This follow-up MDR will be submitted in the event additional information becomes available. A CAPA has been opened in order to fully investigate and address the root cause of the reported event. Reference to complaint #(B)(4).

Event description:
On (B)(6) 2024, zyno received a report from the customer that when priming the tubing even after being carefully it generates a lot of air bubbles. The nurse reported that 4 pumps had allowed the air past the pump chamber. Fortunately, the pump beeped that the infusion was completes before air got to the patient. No patient injury/harm reported.